Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v855467, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot#: va04wef, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient had received an primary cell replacement on (B)(6) 2018 in which a rechargeable device was implanted. At the time of replacement, impedance measurements confirmed a short circuit between contacts 0 and 3 on the left stn lead (previously known) which was not involved in the patient's stimulation settings. All other contacts on left and right leads showed normal impedance measurements. However, on (B)(6) the patient said the rc voltage dropped from 75% to 0% between noon and 5pm and his device turned stimulation off. He tried to recharge the ins but it would not accept a charge. He was then transported by ambulance to the emergency room for medical evaluation. The field rep was called in and they discovered that the device showed a short circuit between contacts 8 and 9 (which were actively used in his settings) and the stimulation was "off" with the battery status showing "low". No known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved impedance measurements being performed and the short circuits were discovered. Interventions/actions included stimulation settings from the right stn lead were revised to exclude the shorted contacts. The stimulation was then turned back on and recharging was started. The tremors were once again suppressed and the charge progressed from less than 25% to 50% in the course of 45 minutes. Poor coupling was reported to be fair with 4 out of 8 bars being filled in. Settings provided: left stn a 2.6 v 90, 185 hz b, 2.5 v 90, 180 hz right stn a, 2.0 v 70, 85 hz b, 4.5 v 90, 180 hz therapy impedance left stn p1 impedance current 664, 3.8 ma right stn p1 impedance current 509, 3.8 ma the issue is not resolved as the short circuits still exists, but the patient's stimulation parameters were revised to avoid it. No surgical intervention occurred. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative indicating that the cause of the short circuit between contacts 8 and 9 could not be determined despite x-ray examination. The short circuit has not been resolved, but the programmed setting has been revised to eliminate the short. The patient is receiving adequate therapy benefit from the new settings. This information has been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.